Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer has an issue with tumescent infiltration pump. The customer states that the roller pump (rotor) stopped spinning.